Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was analyzed and there were no anomalies found. Evaluation summary: (B)(4): parts of the lead were returned in segments and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism. It was also noted that the inner tubing was kinked/buckled, the outer tubing overlay was melted, there was a cosmetic depression on the outer insulation, and there was apparent explant damage.

Event description:
It was reported that the device and right ventricular lead were removed at the patient request because it was hurting. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was analyzed and there were no anomalies found. (B)(4) analysis of the lead is in process; the results will be forwarded when available.